Manufacturer narrative:
H3: product ID 97755-s ; serial# (B)(6); product type recharger was returned for product analysis. Analysis found that the complaint was unverified. Found no issues with finding or charging implantable neurostimulator (ins). Visual observation noted worn donut; white arrow rubbed off connector. This does not impact the functionality of the recharger. Recharger antenna passed final functional test. Section h6 imf code has been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that having charging issues which started a couple of weeks ago. They were vague about what the issues were except that "it just goes in a circle". During the call they reset controller, as they haven't tried this yet. They said its just "going around in a circle" and said it also says checking the recharger. Rtm cord looks intact but says that the paddle gets hot and makes it uncomfortable. Controller port looks intact but not real shiny. They cleaned the contacts of the port during the call and tried to charge again but did not have success, and just spins in the circle saying checking the recharger. The issue was not resolved. An email was sent to the repair department to replace the device.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.